Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall charger. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable with the same wall charger. It was confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose level was 70 mg/dl. A replacement usb cable was sent to the customer.